Event description:
A legal summons was received and indicated a patient had a cypher stent implanted in the left anterior descending (lad) artery without complication. The patient suffered a very late stent thrombosis and myocardial infarction, after the discontinuation of plavix therapy. Treatment included additional stent placement and re-initiation of plavix therapy.

Manufacturer narrative:
The stent system is not available for evaluation and testing. Additional information has been requested and will be submitted within 30 days upon receipt.